Manufacturer narrative:
During investigation no device issues detected, device was designed and produced correctly and according to internal work instructions. Analysis of returned broken implant did not show any obvious internal pores/defect in the fracture surface.

Event description:
The implant broke 4 weeks after initial surgery. A revision surgery is required.

Event description:
About five months after the surgery a plate broke at the posterior portion requiring revision surgery.

Manufacturer narrative:
Investigation ongoing; rc unknown.